Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customers mother that the customer had a high blood glucose value of 570 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that they were using automode feature at the time of the high blood glucose event. Insulin pump will not be returned for analysis.